Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an ecs29a device was returned outside its sterile package; only the tyvek was returned. Upon visual inspection it was observed an horizontal cut along the tyvek; in addition, a mark near the cut was found, which is evidence that an object damaged the tyvek from the outside to the inside. No conclusion could be reached as to what may have caused the tyvek's damage. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, at the opening of the device packaging from a new unopened box, the nurse found a cut of paper packaging of the sterile device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.